Manufacturer narrative:
Follow-up #1: date of submission 06/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data available from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, during testing a force sensor calibration test was performed and found that the force sensor was out of calibration.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for high blood glucose with ketones. The reporter stated that the patient experienced a blood glucose up to 370 mg/dl with large ketones and not feeling well. The patient was reportedly taken to the hospital where the patient was treated with intravenous fluids but remained connected to the pump. The reporter stated that the day of the hospitalization, the site was changed 3 times and the patient was given injections to correct for elevated blood glucose levels. The reporter stated that the patient¿s blood glucose elevated to 370 mg/dl and ketones were unable to be cleared so the patient was transported to the hospital. The reporter indicated that since (B)(6) 2013 the patient¿s blood glucose levels were normal when going to bed but then were elevated in the morning. The pump history was reviewed and found that there were no alarms related to the complaint, the bolus history confirmed that all of the bolus were completed, and the basal history correctly reflected the programmed rates. The reporter was advised that the review of the pump indicated that the pump appeared to be delivering as intended. The reporter indicated that the health care provider was contacted and basal rates were adjusted. This report is made based on the allegation that the patient experienced hyperglycemia or unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.